Event description:
The customer reported that the au5800 clinical chemistry analyser had been failing qc for enzymatic creatinine assay and produced erroneous creatinine results. Patient samples were re-analyzed on an alternate analyzer. Some results were found discrepant and were corrected. There was no report of death, injury, or change to patient treatment associated to this incident. A field service engineer (fse), was dispatched to the account and found the diluted detergent tank, shut off valve in the off position from the monthly tank maintenance. The loss of diluted detergent would mean the probes, mix bars, and cuvettes had been washed with deionized water only. The fse opened the valve and restored the flow of diluted detergent to the system. The fse tied the valve in the on position using a zip tie. After the fse opened the detergent valve, acceptable qc results were obtained. The customer requested clearer labeling on the diluted detergent tank to show proper valve alignment and to prevent similar incidents.